Manufacturer narrative:
Customer was contacted requesting for patient information, but no response received.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. The customer reported that the unit was in use on patient, but there's no patient harm reported.